Manufacturer narrative:
A pump manifold assembly component was returned to covidien/medtronic¿s product analysis. A visual inspection of the returned component was performed and one of the two linkage arms was found to be broken. The returned component was installed into a test ventilator for analysis. An investigation was performed and the reported issue was verified. The identified root cause of the reported issue was isolated to a bent linkage arm shaft. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during patient use, the ventilator alarmed and shut down. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event. There was no harm to the patient as a result of the event.